Event description:
The customer called to report that he was hospitalized after falling in the shower due to high blood glucose levels. The customer stated that he hurt his ribs in the fall. The customer could not recall the blood glucose reading or any details regarding the event. The customer felt that his health has been jeopardized due to the high blood glucose levels. The customer also had laser eye surgery recently, which he feels was also due to his elevated blood glucose levels. The customer asked to speak with the legal department about getting compensated. The legal team reported that the customer had been compensated twice in the past for other issues. The customer's request was forwarded to legal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.